Event description:
Reporter stated taht pt experienced high blood glucose, and it was discovered that insulin had leaked into the pt's device (in the insulin cartridge chamber). No error messages were generated by the device. Pt switched to back-up device, and blood glucose returned to normal.